Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the balloon catheter froze on the guide wire. The lesion and coronary vessel details are not known. A 6fr introducer sheath and another manufacturer's guide wire were placed. As the physician advanced the 20mm x 2.50mm apex monorail balloon catheter a few centimeters on the guide wire, the apex froze on the wire. The physician removed the apex and guide wire together as a unit. The apex never entered the patient. The procedure was successfully completed with another of the same product. No patient complications were listed and the patient's status was reported as 'fine'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)